Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by nausea and vomiting. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin and amikacin intraperitoneal (ip) and ip meronem (for 21 days) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.